Manufacturer narrative:
The patient developed a hematoma around the surgical site. No medical intervention was noted. The hematoma has resolved.

Event description:
See section h.10.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, certificates of analysis, IFU and fmeas, the most probable root cause for the infection is the surgical procedure. There have been no other complaints about infections related to this implant lot.

Event description:
The patient had si joint arthrodesis in (B)(6) 2020 where one implant was installed. The patient later developed an infection at the surgical site. The patient is being treated with oral antibiotics. No surgical intervention was performed. This is a low frequency, low severity complaint (post-operative superficial wound infection).